Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling observed during analysis. A cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the keypad and the insulin pump was jumping from menu to menu without the customer's input and attempted to deliver without information. The blood glucose reading was 9.9mmol/l. Advise the caller that the device would be replaced and revert to back up plan. No further information was provided.